Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The reservoir compartment has been chipping off and that last night a big piece came off and now customer cannot get reservoir to stay in the pump. Customer has reverted to another pump blood glucose was 570 mg/dl, the customer used other pump to bolus blood glucose was 549 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, minor scratched and cracked display window. Unable to perform the displacement test, basic occlusion and occlusion test due to reservoir tube lip anomaly. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, prime and excessive no delivery tests.